Event description:
Boston scientific crm received info that this pacing system exhibited noise on the atrial and ventricular channels during a wound check. There was no evidence of pacing inhibition. No adverse t effects were reported.

Manufacturer narrative:
Please note that on the initial report, the MDR number was reported, which is incorrect. Please accept this new initial report in place of the preceding one.